Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and pacing inhibition without asystole. Fluoroscopy revealed the conductor was fractured due to clavicular crush. As result, the patient underwent a surgical procedure wherein the ra lead was abandoned and replaced. No additional adverse patient effects were reported.